Event description:
It was reported that the epicardial pacemaker stopped working and stopped pacing the patient. The battery was changed and it stopped again. Patient was asystole for less than 30 seconds and dizzy. The patient was revived with a new pacerbox and new battery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.